Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported 2 syringes of juvéderm® ultra plus xc ¿cracked" while injecting, "right below where you take off the cap." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.